Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The reporter stated that on (B)(6) 2023, the patient went to the clinic to ask a nurse to check his blood sugar because the patient felt disoriented and was about to pass out. The patient is blind and the nurse assisted in checking his blood sugar. The bg value was 75 mg/dl while the cgm was displaying 100 mg/dl. They had the patient eat ice cream and rest. After a few minutes, the patient felt better and went home. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.